Event description:
Have been having severe pain upon movement in both my shoulder and hip joints or muscles and blamed pristiq. I am now wondering if it is being caused by polident. It leaches out the copper and causes high levels of zinc causing neuropathy. My doctor will do a heavy metal screening to see. Whatever it is, I do know I am one miserable person. Dose or amount: small amount, frequency: daily, route: oral. Dates of use: several months. Diagnosis or reason for use: to hold dentures down.

Event description:
Reporter alleged obtaining the results of 71 mg/dl, 257 mg/dl, 71 mg/dl and 178 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.